Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the adapter of the bd intima-ii¿ closed IV catheter system before use. The following information was provided by the initial reporter, translated from (B)(6) to english: after getting feedback from the customer, one of this batch's intima-ii had the foreign matter in the pipeline (of catheter adapter).

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9050915 our records show that this is the only instance of foreign material being reported in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Composition testing determined that the foreign material present inside of the returned sample was predominantly tygon polymer; this material is used to manufacture pvc tubing. 30 retained samples were evaluated and no foreign matter was found on the extrusion tube. A review of the manufacturing process could not determine the root cause for the discoloration and could not be determined at the conclusion of our review.

Event description:
It was reported that foreign matter was found in the adapter of the bd intima-ii¿ closed IV catheter system before use. The following information was provided by the initial reporter, translated from chinese to english: after getting feedback from the customer, one of this batch's intima-ii had the foreign matter in the pipeline (of catheter adapter).